Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the patient was going through security screeners and they dropped to the floor on their knees. They felt like they were getting ¿shocked by a cord¿ and stated that it hurt but they had not had a situation like that since. The patient stated they were told by the employees that the security gate was ¿turned up really ihgh¿ and that it should not be that high. The patient was just reporting the event and stated they had not had any issues since then and the ins was working fine. No further patient complications were reported as a result of this event.